Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date, following two usual for meal and one less than usual breakfast meal announcements. In addition, 14 units of insulin were primed during that time. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Evidence of excessive meal announcements were seen in the logs and graphs. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user inadvertently announcing multiple meals but only eating enough carbohydrates for one meal. They may also have been connected during the tubing fill process, leading to further unintentional insulin delivery.

Event description:
On 8/24/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in a visit to the ER. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user reported their bg reading on the ilet was 42 mg/dl. The beta bionics customer care agent reviewed the ilet data logs and discovered the user had made three meal announcements within an hour, two "usual" and one "less than." The user's wife decided to take the user to the ER for observation. The low bg lasted less than 30 minutes, and the user consumed peanut butter toast, orange juice, and four glucose tablets to correct the low. The user's wife assisted due to the user feeling groggy and mildly confused.